Manufacturer narrative:
The device was found in good physical condition. The pump then passed functional testing (pumping with no alarms). A number of "e325" alarms were seen in the recent alarm history. At no point was loss of power where the device powered off by itself found during testing or in the alarm history. Due to the history of "e325" complaints the device was run at 400ml/hr for 4 hours to try and replicate the "e325" alarm. The device was then left powered on in biomed while plugged into ac power overnight. At no point was e325 replicated. The cpu/driver motor power cables were replaced to rule out bad intermittent signals giving a false alarm. The customer complaint of "reported fault for s/n (B)(6) turn on and then turn off by itself" was not confirmed as it was not replicated during testing.

Event description:
The incident involved a plum 360 infusion pump on an unknown date. The reporter stated that the pump turns on but then turns off by itself. There was unknown patient involvement and no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. E1: phone extension (B)(6).